Event description:
No sample or picture were available for analysis. Without the proper sample or picture, an evaluation is not possible to determine the probable root cause of the reported failure. Therefore, the customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the separation tubing from the cassette port due to a possible lack of solvent application during the manufacturing process. The current process controls detection includes post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 100% visual inspection is performed in manufacturing line. 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa2k11047 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: reported/incident date: (B)(6) 2025 office location: (B)(6) tubing lot number: lot #fa2k11047 reported by: rn other notes: irinotecan with secondary tubing/ spiros was completed and customer disconnected the bag/tubing from the cassette and saline from the primary bag leaked up and out of injection port. No splashing on patient or nurse, no visible defects noted. No patient harm. Tubing not saved d/t hazardous drug contamination. A preliminary review identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.